Manufacturer narrative:
Initial.

Event description:
It was reported that the user paused the ilet to charge for approximately two hours, disconnected from insulin delivery during that time, with a reported blood glucose of 258 mg/dl following the disconnection period and later called to confirm insulin was delivering after reconnection. The device display was described to indicate insulin was paused, and the situation was categorized as a use error rather than a device malfunction, with no specific component implicated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure while the device component term was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.